Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation, the electrode belt failed an ECG fall off test. The brown (lead 1+) wire on the cable connecting ECG a and b and the front therapy electrode was cut. The cause of the failure was the cut wire. The root cause for the cut wire was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ecgs were non-functional.